Manufacturer narrative:
Device evaluation summary: device returned for evaluation. Device returned coiled. Kinks were noted on the hypotube. Deformation was noted to the distal tip. Contrast was visible in the balloon. A kink was noted on the distal shaft. No other damage was noted to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx rx coronary drug eluting stent was used to treat a lesion. The device was inspected with no issues noted. It was reported that the stent was deployed with no issues noted, but when removing the stent delivery system it coiled on itself. No patient injury reported.